Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. A visual inspection was performed on the returned guide wire, and the reported guide wire separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issuedid not contribute to the reported difficulties.the investigation determined the reported/noted separations and subsequent wire damages appears to be related to circumstances of the procedure. Based on the reported information, it is likely that during advancement the guide wire kinked and trapped in the anatomy. Manipulation during retraction likely resulted in the reported/noted separations and subsequent damages. The noted teflon coating damage likely occurred during retraction through the torque device used in the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the proximal circumflex artery. A whisper ms guide wire was advanced and crossed the target lesion. However, the tip broke off in the 1st obtuse marginal branch. The device was removed, but the separated tip remains in the patient. An unspecified device was used to successfully complete the procedure. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.